Manufacturer narrative:
E1: medical corporation foundation meirikai: (B)(6) the device was returned to olympus for inspection, and the customer reported failure was observed during device investigation. The root cause could not be identified. According to the investigation, the reasonably known information suggested that the probable causes were damage or deterioration of parts, environment problems like dust/dirt/humidity, optical problems, overheating problems, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported b30 communication error during set up/inspection for use involving an olympus endoeye flex deflectable videoscope. The customer suspected that the cause of the reported issue is unknown. There was no patient involvement.